Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture not present during plunger retraction was not confirmed. However, a needle tip to cuff detachment occurred, which may look similar to the user as the reported event. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an unspecified coronary procedure. Reportedly, when the plunger was retracted from the body of the device, no suture was present. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.